Event description:
During prep, prior to inserting in the patient, there was difficulty to remove the air from the hub of the product (orbit, 637mf0201). There was no defect on the outer box and sterile pouch. The product was properly stored in storage. The product was not clinically used, and it will not be returned for analysis.

Manufacturer narrative:
There were no other issues or damages noted to the orbit system. A cordis dcs syringe was used to prep the orbit system. The products were new and not re-sterilized. It is not known if the same syringe was used with other coils prior to this device, however, it was used successfully with subsequent coils. The same syringe was used without difficulty to prep an unk number of other coils prior to use with this device. Prior to utilizing, the syringe that was used to prep the orbit system, the syringe was not damaged. There were no anomalies (fluid leaks, or threaded plunger stripping, or inability to pressurize to the green/red zone) noted with the syringe. Prior to prepping, the syringe pressure gauge was at "0". A dedicated saline flush was utilized to fill the syringe, and the product was prepared per (IFU) info for use. The rotating wing was locked. After assuring that the gauge port was face down, the syringe was filled. All air was expelled from the syringe and syringe tubing prior to prepping the coil system. The dcs syringe was not utilized to prep the orbit coil and the dcs syringe was first time use. The same syringe was utilized to deploy and complete the procedure. There were no other issues noted with the orbit complex fill coil or delivery system. The patient was female with unk age. The product is not available for analysis. The device history review (DHR) for this lot indicates that the product was tested and inspected per established mfg requirements. This review revealed that the products met all requirements per the applicable mfg quality plan. Based on the info provided, there are no procedural factors identified contributing to the inability to purge the air from the orbit coil system. The product was not returned for analysis. Based on the mfg device history review there is no indication that the event is mfg related. No conclusion can be made.